Manufacturer narrative:
No consequences or impact to patient. Insufficient heating. Valve. Per the user facility's biomedical technician, the valve was not closing all the way allowing water to flow over the cold plate while in rewarm/heating mode. The field service representative (fsr) verified the reported complaint. He installed a new v1 valve and performed release testing. The unit operated to the manufacturer's specifications. The suspect part is being returned to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis the product surveillance technician (pst) observed the solenoid valve to function as intended. Corrosion on the inside of the valve was observed so no further testing of the heater cooler could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.